Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.(B)(4).

Event description:
Update rec'd 02/17/2015 - plaintiff's preliminary disclosure form was received, which identified part/lot information for adapter sleeve. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 03/04/2015.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: litigation alleges patient has experienced pain and discomfort in hip. Doi: (B)(6) 2006 - dor: none reported (right hip). Patient is a resident of (B)(6). Update: ((B)(6) 2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2014 - der rcvd - updated dor, added unknown sleeve product, patient demographics and surgeon/hospital details.